Manufacturer narrative:
1. Customer is claiming false positive for covid-19, because his daughter tested positive for covid-19 using the ihealth covid-19/flu a&b test, but later the doctor's test showed it was the flu. No type of flu was specified) 2. Type of test taken at the doctor was not specified. 3.lot number of test kits was not provided; manufacturer cannot effectively verify and confirm customer feedback.

Event description:
I recently bought a test and my daughter tested positive for covid but actually she had the flu. We were lucky that we went to the doctor for confirmation.